Manufacturer narrative:
At this time, the product has not been returned. Once the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that, during a routing follow-up, this pacemaker recorded an error message indicating the battery was too low to calculate remaining longevity, and the health care professional (hcp) was unable to interrogate the device. Subsequently, this patient was admitted into the hospital, and a revision procedure was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected to be returned for analysis but will be delayed as the field does not have access to the hospital at this time, due to covid-19.

Manufacturer narrative:
At this time, the product has not been returned. Once the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. The case was opened, and the battery was tested. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of capacitors that were compromised due to the presence of excess hydrogen in the device case. Engineers concluded that the high current drain resulted in the observed inability to establish telemetry.

Event description:
It was reported that, during a routing follow-up, this pacemaker recorded an error message indicating the battery was too low to calculate remaining time, and the health care professional (hcp) was unable to interrogate the device. Subsequently, this patient was admitted into the hospital, and a revision procedure was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected to be returned for analysis but will be delayed as the field does not have access to the hospital at this time, due to covid-19. Update: this device was returned and analysis was completed. This report is updated with the product investigation results.